Event description:
The patient's mother reported that the pump was intermittently responding to keypad button presses. The patient reportedly has noticed the issue for several months and recently had to press very hard for the up arrow to respond. The pump was reportedly "slow to respond" to ok and down arrow buttons. The patient uses the pump in the shower and denies cleaning it with any solvent.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed adhesive under the button contacts. The pump was intermittently responding to keypad presses during evaluation.